Event description:
The customer reported that the system is displaying low ma error messages. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the snubber board and performed the hv generator calibration. The system operates as intended.